Manufacturer narrative:
Addendum (12-may-2015): additional information was provided by the affiliate. The stent was noted to be fractured on (B)(6) 2013. It is unknown where the stent was fractured and if it separated. Only one smart stent was implanted on (B)(6) 2013. The patient returned with 100% in-stent restenosis on (B)(6) 2013. The occlusion occurred due to the restenosis. The restenosis was treated with revascularization using a zilver (terumo) stent. There was no possibility of dissection. No distal disease was left untreated. There was no reported in-stent thrombosis. ¿healthy tissue to healthy tissue¿ was not covered by the stent. The target lesion is unknown. The patient¿s medical history is also unknown. The patient¿s post-procedure regime of antiplatelet therapy is unknown. It is unknown if the patient was compliant with antiplatelet therapy. The current status of the patient is currently unknown. Complaint conclusion: approximately three months after implantation of a smart stent, the patient experienced and restenosis and stent fracture. The patient appears to have returned for treatment approximately one week later when the stent was noted to be fractured. He was successfully treated with the implant of a non-cordis stent with no reported patient injury. The event involved a (B)(6) year old male patient who underwent successful implantation of a 7 x 150mm smart stent in an unknown target lesion that was described as 100% occluded, mildly calcified and non-tortuous. Approximately one month later, the patient developed a restenosis in the distal segment of the smart stent and appears to have been scheduled for treatment one week later. At that time, an angiogram also revealed a stent fracture that had not been seen a week earlier. The site reported that there was no dissection was seen associated with the fracture. The patient was successfully treated with the implantation of a non-cordis stent covering the full length of the lesion with no distal disease left un-treated. Attempts to obtain further details regarding the patient¿s current status have been unsuccessful. The product was not returned for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The product instructions for use (IFU) states that the use of the smart stent is contraindicated in patients with highly calcified lesion resistant to pta. Restenosis is a known potential outcome of peripheral stenting. There are multiple patient and procedural factors, as well as vessel/lesion characteristics that can contribute to restenosis. The causes and clinical implications of stent fractures are not well characterized. Care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture. Based on the information available for review, there are vessel characteristics (100% stenosis) that may have contributed to the events reported. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
Restenosis/stent fracture. As reported by (B)(6), approximately three months post index procedure, restenosis and occlusion were found in the placed stents and its distal end. Revascularization was performed a week later. At the procedure, a stent (zilver, terumo) was placed. Pta: the target lesion was unknown. The lesion was mildly calcified and not tortuous. The rate of stenosis was 100%. The patient had a 7x150mm smart stent placed in the target lesion without any issue at the time of the index procedure.

Manufacturer narrative:
(B)(6). (B)(4). (B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.